Event description:
It was reported that the procedure was to treat a tortuous and calcified lesion in the right coronary artery. The 2.5 x 12 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. The sds was removed and the physician checked the tip with his fingers; however, the tip then separated. There was no issues noted during un-packaging of the device. A new xience v sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.